Event description:
The physician claims that two years following the implant of the graft, an anastomotic pseudoaneurysm was discovered. The pseudoaneurysm was found to be increasing rapidly over a period of a few days to a few weeks. During interventional surgery, it was found that the device was torn and half of the anastomotic circumference had detached from the patient's artery. The continuous suture and 1.5mm to 2mm of the part of the device held by the suture was still attached to the artery. The bypass procedure was redone (date and product unk). The new bypass became obstructed and the clinical state of the patient worsened resulting in the patient's death. The physician noted that the device had already been withdrawn from the market. On 28 nov 2006, we learned that the physician intends to return the product for our investigation and also will send us a detailed report of the event. Note: the exact dates of death, initial implant and interventional procedure are unk at this time and have been requested of the physician. Bsc was informed that at the time of the event, the product had already been withdrawn from the market.